Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio (device #1) used to treat the patient. It is alleged that the "patient underwent surgery for recurrent ventral hernia and removal of twisted and folded mesh densely adherent to the small bowel." No medical records have been provided; however, recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). The patient's attorney did not make any allegations regarding the two implanted bard/davol ventralex devices. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1). On (B)(6) 2016: the patient underwent surgery for recurrent ventral hernia and removal of twisted and folded mesh densely adherent to the small bowel. An unspecified bard/davol flat mesh (device #2) was implanted. On (B)(6) 2018: the patient underwent surgery for recurrent ventral hernia and removal of folded and crinkled up mesh. The patient is only making a claim for an adverse patient outcome against the bard/davol ventrio (device #1) and bard/davol flat mesh (device #2). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿